Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer; patient product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s ins would usually deplete to one-half, but when they went to charge, it had not dropped. The patient reported it was still displaying 100% and they would usually charge every day. The patient turned the ins off because they were concerned. The patient also reported that the patient programmer (pp) and ins recharger (insr) were not displaying the ins battery the same. The patient confirmed seeing the neurostimulator recharging complete information message. The patient used the pp to turn the stimulation back on and they confirmed seeing the ins on, ins battery full, and pp battery one-half full. Product services (ps) determined that the patient was confusing the pp battery level with the ins battery level. The patient was redirected to monitor the depletion rate and to follow-up with their healthcare professional (hcp) if they were concerned. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient stated that they hadn¿t used the device in a while and nothing is wrong with it. No further complications were reported or anticipated. No symptoms were reported.